Event description:
It was reported that, one day post-implant, the patient had inappropriate shocks due to oversensing of noise via air bubbles. The smart pass feature had programmed itself off due to low intrinsic amplitudes. Technical services advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.